Event description:
A customer reported via phone call indicating that they experienced low blood glucose in the low 50's mg/dl from not eating. The customer also experienced a high blood glucose level of 340 mg/dl, but the customer resolved the issue with a set change. The customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.